Event description:
(B)(6) 2017 an information was received from dr. (B)(6) of (B)(6) that there was a patient who had threshold increase. During checking 1o days ago, the ventricular threshold was 1.2v/0.4ms. After that, shunt was created on the left arm. During checking on (B)(6), the ventricular threshold was 4.0v/0.8ms 650. There was no information on the atrium side, but it seems that there was no change. Output was changed to 6.5v/0.8ms, and setting was changed to wl40ppm. Dr. (B)(6) would like to know the cause of sudden threshold increase. Physician: unknown. Hospital: (B)(6). Implant date:(B)(6) 2002. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).